Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Non-sustained right ventricular oversensing (nsrvo) episodes were observed on merlin.net. Abbott technical support was contacted and believed nsrvo was due to post-paced t-wave oversensing and recommended reprogramming the device. An in-person follow-up is anticipated in the future to reprogram the device. The patient was stable with no adverse consequences.